Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, flow issues-occlusion. Description: primed filter tubing (bd alaris pump infusion set 0.2 micron filter ref2432-0007) with pemgarda, but the drug would not pass the filter by gravity. Attempted to prime using pump, but still did not work. Unable to salvage drug dt tubing issue, so pharmacy had to make another dose. Pt would have received the medicine at 1512 and it was delayed until 1543. No patient harm.